Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Low bg cause was not known. Reportedly, customer went to the hospital. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.